Manufacturer narrative:
The cause of the reported issue was determined to be a faulty interface pcb.

Event description:
The customer contacted stryker to report that when the buttons are pushed the device does not respond. In this state the device may not be able to deliver defibrillation therapy if it was needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that when the buttons are pushed the device does not respond. In this state the device may not be able to deliver defibrillation therapy if it was needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and duplicated the reported issue. Stryker replaced the device's main keypad and interface pcb to resolve the issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.